Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. The actual date when the event occurred in unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that approximately a month prior to calling adc customer service his adc blood glucose meter produced an error 4 message. He further reported that approximately two weeks later he was at his healthcare provider¿s office and as he was leaving he experienced a loss of consciousness. Paramedics were called and transported him to a hospital. At the hospital, a reading of ¿around 300 mg/dl¿ was received, customer was diagnosed with dka (diabetic ketoacidosis) and treated with insulin and intravenous infusions. There was no report of death or permanent injury associated with this event.

Event description:
Customer reported that approximately a month prior to calling adc customer service his adc blood glucose meter produced an error 4 message. He further reported that approximately two weeks later he was at his healthcare provider¿s office and as he was leaving he experienced a loss of consciousness. Paramedics were called and transported him to a hospital. At the hospital, a reading of ¿around 300 mg/dl¿ was received, customer was diagnosed with dka (diabetic ketoacidosis) and treated with insulin and intravenous infusions. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. DHR(s) (device history review) for the omni strips and freestyle freedom meter were reviewed and the DHR(s) showed the omni strips and freestyle freedom meter passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show that the product has met specifications prior to release. The useful life of freestyle freedom is eleven years. As the manufacturing date of this product is (B)(6) 2007, it has been in distribution beyond its useful life. Since the product exceeded its useful life, it is determined to have met specification when the product was released and through its lifespan. Therefore, no further investigation activities are required if the product is returned, the case will be re-opened and a physical investigation will be performed this also serves as a correction report. Pma510k# was incorrectly documented in the initial MDR 30 day report. PMA/510k has been updated. Lot number was also updated based on case details.